Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high out-of-range right atrial (ra) lead impedances and oversensed noise. The lead was reprogrammed from unipolar to bipolar and remains in service. The patient is pacemaker dependent and the noise caused pacing inhibition however ventricular pacing was unaffected so there was no asystole. The patient will be monitored. No adverse patient effects were reported.